Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 82,596 joules. No pt injury was reported. An examination, conducted by an american medical systems quality engineer, confirmed that the cap was worn out and the cap remained intact and attached.

Manufacturer narrative:
A failure analysis report was generated by an american medical systems quality engineer. The examination disclosed that the fiber cap was worn out; the cap remained intact and attached. The examination also disclosed that the cap exhibited any or all of char, devitrification, crater, melted glass and minor bevel melting. Normal wear out may have been accelerated by technique that caused a lack of cooling. The 2090 fiber endures a higher power, has a reflective cap area, and may be subjected to more heat, especially if cooling is blocked by tissue contact. Tissue contact creates char which further insulates the cap from cooling and increases heat by absorbing energy. The heat contributes to devitrification and associated weakening of the glass, making it subject to breakage from melting and mechanical or thermal stress. Glue burning increases pressure in the cap. Energy reflected back at the fiber cap from a scope, seed, stone or otherwise may have contributed to and/or created any melting in the crater area of the fiber cap. The root cause of the device failure was determined to be by use and accelerated by tissue contact. No pt injury was reported. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.